Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the t1 and t2 implants of two (2) fast-fix 360 were deployed through the meniscus, but the t2 failed to attach properly the meniscus to the capsule. The t2 implant of each device was removed from the patient with a grasper. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Two devices were returned. Device 1: the suture was returned detached from the device. The anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. Device 2: the suture was returned detached from the device. The anchors were not returned. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel.. Device 1: the actuator tip functioned as designed. Device 2: the actuator tip would not retract from the top of the deployment channel. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.